Event description:
As reported, the balloon of a 5mm x 4cm 80cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured during an inflation within nominal pressure. As a result, an unknown device of the same size was used in pace of the 5mm x 4cm 80cm powerflex pro balloon catheter. This was followed by the implantation of an unknown stent to complete the procedure. There was no reported injury to the patient. This was during an intentional procedure to treat an iliac artery lesion in which an unknown guidewire was used and was able to successfully cross the target lesion. The device was discarded and will not be returned.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5mm x 4cm 80cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured during an inflation within nominal pressure. As a result, an unknown device of the same size was used in pace of the 5mm x 4cm 80cm powerflex pro balloon catheter. This was followed by the implantation of an unknown stent to complete the procedure. There was no reported injury to the patient. This was during an interventional procedure to treat an iliac artery lesion in which an unknown guidewire was used and was able to successfully cross the target lesion. The product was not returned for analysis as it was discarded. A product history record (phr) review of lot 82230323 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event. However, with the limited amount of information provided regarding lesion characteristics and without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.